Event description:
Additional information was received from the patient. The patient states they did go back to see their healthcare provider (hcp) about a month ago but they continue to feel sluggish and tougher in the morning because they are waking two times in the night to go to the bathroom. The patient repeated the same info already reported. The patient states since they've had this device they can't seem to go to sleep like a normal person. It was reviewed that the patient's options to increase stimulation or change programs, however patient has already reported doing this. The patient was encouraged to follow-up with the healthcare provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the reason for the call was to report they had no symptom relief since implant. It was suggested they do a check of their setting using their equipment, and the patient stated the handset needed to be charged. Information about their setting changes previously recorded were reviewed. It was documented the patient had tried programs 1, 2, 4, and 7. They later said they thought they had tried 3, 5, and 6. They thought they had tried all of them and kept a diary of their results. It was recommended they contact the nurse practitioner at the doctor's office for further programming support and share their diary results. It was also recommended they could possibly coordinate a manufacturer representative appointment, or the nurse practitioner could call technical support. The patient planned to monitor their symptom results and continue working with their doctor and program settings if needed. They called back and reported they were now feeling hopeful after speaking to an agent. No further information was provided. They called back seven days later and reported that since last week, they suddenly either: felt stimulation ,or their symptoms woke them in the middle of the night (difficult to understand patient's words). They could not sleep and had to go to the bathroom, then could not get back to sleep. They felt the stimulator was not helping their symptoms, and was even making them agitated. They had an appointment the day of the report with the nurse practitioner at the doctor's office. It was reviewed the doctor could arrange a manufacturer representative appointment if needed, as well as that the patient could call back for further support.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt reported still not getting bladder control and gets up throughout the night and cannot sleep. Pt reported does not currently feel stimulation. Pt increased therapy strength on the call. Pt confirmed feeling comfortable stimulation in bicycle seat are. Pt will leave at current setting and assess symptom relief. Pt was redirected to hcp. Information pertaining to referenced (B)(4) (system not helping patient's symptoms) split/merged to related file: 703931642.

Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they didn't feel refreshed when they woke up and reported their sides hurt, that they felt miserable and they could hardly walk. The patient inquired if they could be "doing this programmer wrong". The patient reported they thought this could be related to their ins because it seemed like their ins had moved a little inside the patient. Patient services noted that the patient had denied any recent trauma or falls. Patient services also reviewed the role of patient services with the patient and redirected them to their health care professional (hcp) to discuss symptoms and to check their implant. The patient provided the event date as they believed it "started about 2 months ago". It was also noted that the patient had inquired about how the therapy worked with their brain. Patient services reviewed this information with the patient.